Manufacturer narrative:
The investigation confirmed that two nonreproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing and insufficient incubator cleaning protocol had contributed to the events could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent or vitros 5600 analyzer had malfunctioned.

Event description:
The customer obtained two nonreproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient 1 tropi es result: 2.06 ng/ml vs expected <0.012 ng/ml. Patient 2 tropi es result: 2.73 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es patient results were reported outside of the laboratory. Patient 1 was admitted to the ICU based upon the reported results. There was no allegation of harm to either patient as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).